Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Larry had error 242.4030 on lvp8100 sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I troubleshoot the probable cause with larry and recommended larry to replace motor control board. Assisted with motor control board part number. Larry will replace motor control board.